Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a paroxysmal atrial fibrillation (af) procedure, a farawave catheter was selected for use. During the procedure, it was impossible to flush the secondary lumen. The catheter was replaced, the procedure was successfully completed using an alternate farawave device. No patient complications occurred, and the patient recovered fully.